Event description:
A high blood glucose level of 522 mg/dl was reported by the customer. Cause was not known. To address the situation, the customer administered a correction bolus via the pump and was instructed by technical support to inspect and possibly replace certain supplies, including tubing and connections, and to resume insulin administration. Additional support was offered for further assistance. Customer continued to use the pump for insulin therapy.